Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the upper and lower housing of the device detached during repositioning. The device was replaced with another one. No report of a pt injury or delay in treatment.